Event description:
Problem description: 03/23/2018, 08:49:05, (B)(6). Npi. Problem description: 03/12/2018. 12:25:57. (B)(6). Please refer to file #(B)(4) from cad. Problem description: 01/31/2018. 12:43:45. (B)(6). Create a case for ir (B)(4). Copy and paste tsc note from the ir to case note (B)(6) would like to know the different between pcu software 9.1.40 and 9.5.40 tsc notes: 01/16/2018. 12:29:55. (B)(6). Confirmed for (B)(6) after pcu8015 software upgrade from 9.1.40 to 9.5.40 the pcu8015 software will be compatible with the 9.5.40 therefore, it is capable of using wpa2 network.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. . A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Confirmed for (B)(6) after pcu8015 software upgrade from 9.1.40 to 9.5.40 the pcu8015 software will be compatible with the 9.5.40 therefore, it is capable of using wpa2 network.